Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of diabetic ketoacidosis. Per the reporter, the pt was experiencing labile blood glucose for several days. On (B)(6), he was brought to the hospital. He was diagnosed as in diabetic ketoacidosis and treated with insulin and IV fluids. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
(B)(4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed. The device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specifications.